Event description:
Customer reported an issue with the a5 anesthesia delivery system which may have affected anesthesia monitoring. No pt injury was reported.

Manufacturer narrative:
No device malfunction has been confirmed.